Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that bottom of the insulin pump started to come apart. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer also reported that insulin pump had no delivery alarm. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device had cracked battery tube threads, cracked reservoir tube lip, no cracked end cap noted. (B)(4).